Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Air flow testing identified that the device flowed normally. The evaluation could not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a chemo-aid dispensing pin with clearlink experienced no flow. This occurred during setup of the device. The customer stated that "they put the pen into a vial of cyclophosphamide and were not able to add the water to the drug." There was no patient involvement. Additional information was requested and is not available.